Event description:
The patient reported they had applied the pod the previous evening around 9 pm. After insertion, their blood glucose (bg) levels rose to 400 mg/dl and remained elevated despite administering correction doses of insulin. Upon waking at 3 am, the patient began vomiting due to the high bg levels. When removing the pod around 10 am that morning (after approximately 13 hours of wear), the patient discovered the cannula was bent. Although the pink slide indicator showed proper insertion and no error messages were displayed, the pod had switched to insulin restriction mode and then manual mode due to high insulin on board without corresponding blood sugar reduction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.